Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle is clogged. The following information was provided by the initial reporter: the problem with the product is that there was a blockage in the needle and it was not possible to inject the vaccine, even if you took it in and pressed hard. Actions that have been taken are that the discrepancy has been written and that we have removed all cannulas with the same lot number as the faulty cannulas.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2405004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) needle samples were returned for evaluation by our quality team. The samples were already outside of their packaging with the safety shields activated. After microscopic examination, the needles were observed clogged. However, it was not possible to identify the material causing the clog. An attempt was made to collect the "foreign matter" from the interior of the cannulas; however, it was unsuccessful and therefore, identification testing could not be completed. Twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were assembled with a bd discardit 5 ml syringe and liquid was found to move normally through the cannulas without any signs of clogging. After the assembly process, needles are routinely inspected for signs of occlusion during manufacture. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Therefore, we cannot discard the possibility that the handling of the product impacted this event. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.